Event description:
While performing routine tests on the unit, the user found that it would not charge. There was no pt involved. Testing of the unit disclosed that the problem was caused by two transistors (q1 & q2) on assembly 590234 that had become leaky. The event is not occurring more frequently or with greater severity than is usual for the device.